Manufacturer narrative:
A2: age range 18-24 years. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported via diego elite hcp retrospective chart review pmcf survey, the patient experienced a mucosal injury within 2-7 days of an adenoidectomy/tonsillectomy procedure while using a multidebrider power console. Additional surgical intervention, re-hospitalization and additional medication was required. The patient was discharged fully recovered to baseline.